Manufacturer narrative:
It is unclear if the cardioversion, which is known to be a potential source of electromagnetic interference, was related to the reported por. A follow-up report will be sent upon reception of clarification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had the system off because they weren't having any symptoms. However, they wanted to turn it back on because they had a return of urinary urgency symptoms. They started peeing again and started becoming incontinent with their bowels, which hadn't happened before. They went to turn the implant on because of the issues, but saw a "call your doctor" screen with a power on reset (por) warning message. They were going to follow-up with a healthcare professional (hcp) regarding the por. It was noted that this event occurred on (B)(6) 2017. It was also noted that the patient had a cardioversion due to atrial fibrillation. They confirmed that this was unrelated to the system and therapy. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.